Manufacturer narrative:
(B)(6), a ccu rn, called for support with an unbale to update timing alarm on a cardiosave. She stated they had just received a patient from an outside facility with an arrow balloon catheter. She was questioning a new alarm she had not experienced before. Troubleshooting revealed the unable to update timing alarm was present. Explained the nature of the alarm and reasons it would be present. Pressures were 85/72 with a map in the 80s. We discussed the effects of a narrow pulse pressure. During our discussion, (B)(6) said the alarm resolved itself after she flushed the balloon catheter. Complaint information obtained. Reinforced the need for the pump to be in standby during all flushing of the inner lumen. Provided direct contact for the bedside team if they had any questions. She appreciated the support and denied any further question. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
User called into emergency support program line to request support with an unbale to update timing alarm on a cardiosave intra-aortic balloon pump(iabp) during use. User stated they had just received a patient from an outside facility with an arrow balloon catheter. User was questioning a new alarm she had not experienced before. Troubleshooting revealed the unable to update timing alarm was present. Esp personnel explained the nature of the alarm and reasons it would be present. Pressures were 85/72 with a map in the 80s. During discussion, user said the alarm resolved itself after she flushed the balloon catheter. Esp personnel reinforced the need for the pump to be in standby during all flushing of the inner lumen. No harm or injury to the patient was reported.